Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. During procedure, patient received 6,000 units of heparin. The amulet was successfully implanted. At the end of the procedure, the patient's activated clotting time (act) levels was 289 seconds. On an unknown date, transesophageal echocardiogram (tee) showed, a thrombus looking strand attached to the proximal end screw. There was no delay in patient care. Patient was started on heparin drip. Patient admitted for overnight observation. Patient will be discharged on eliquis for 4 weeks.

Manufacturer narrative:
An event of patient device interaction problem (thrombus) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that during procedure, the patient's activated clotting time (act) levels was 289 seconds and 6,000 units of heparin was administrated. The amulet was successfully implanted. At the end of the procedure, the patient's activated clotting time (act) levels was 289 seconds. Less than 20 minutes after the procedure, transesophageal echocardiogram (tee) showed, a thrombus looking strand attached to the proximal end screw. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a potential adverse events associated with the device or implant procedure per the amplatzer amulet instructions for use.

Event description:
It was reported that on 06 november 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. During procedure the device was removed due to the size difference with the anatomy. There was no reported issues with the 28mm device. The patient anatomy was difficult. A new 25mm amplatzer amulet left atrial appendage occluder was chosen. During procedure, the patient's activated clotting time (act) levels was 289 seconds and 6,000 units of heparin was administrated. The amulet was successfully implanted. At the end of the procedure, the patient's activated clotting time (act) levels was 289 seconds. The amulet was implanted using the same delivery system. Less than 20 minutes after the procedure, transesophageal echocardiogram (tee) showed, a thrombus looking strand attached to the proximal end screw. There was no delay in patient care. Patient was started on heparin drip. Patient admitted for overnight observation. Patient will be discharged on eliquis for 4 weeks.